Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history setting issue. It was reported that ¿the pump deleted the full cgm history for current sensor session after a battery change; only a blue box was displayed. The new sensor session was started and the issue resolved. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 6/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 5/09/2017 with the following findings:a review of the pump¿s black box data showed the call service 216 cgm session was forced to stop on (B)(6) 2017 at 6:39 pm due to a time and date reset. During testing, the pump powered on with auditory and vibration alerts. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised with the test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.